Manufacturer narrative:
Additional information has been provided in d.9.,h.3., h.6., and h.11. The lens was returned for evaluation. Solution is dried on the lens. Small marks and a light scratch is observed near the center of the optic on the anterior surface. Marks are observed with splits on the edge of the optic that are similar to those left by a surgical instrument used to grasp the lens. The lens is cut in half, typical of insertion and removal from the eye. Product history records were reviewed and the documentation indicated the product met release criteria. The file indicates the use of a non-qualified cartridge and an unspecified handpiece. The root cause is most likely a failure to follow the IFU (instructions for use). The account used an unqualified lens/company lens combination. Company foldable iol (intraocular lens) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that during surgery scratch or mark on optic was noticed. Procedure completed on the same day. There was patient contact. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).